Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining a blood glucose reading of "175 mg/dl" with the subject meter compared to an unknown result on another device, performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.